Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two days post implant a repositioning procedure took place as this right ventricular (rv) lead had dislodged. No additional adverse patient effects were reported.